Manufacturer narrative:
It was reported that a patient with a lateral unicondylar knee implant was revised to a total knee implant system. Reason for revision is unknown. Device identifying information was not provided. Review of the device history record was not possible as the serial number of the device was not reported.

Event description:
It was reported that a patient with a lateral unicondylar knee implant was revised to a total knee implant system. Reason for revision is unknown.